Manufacturer narrative:
The returned spacer was analyzed and the reported event was confirmed. Visual inspection found that the spindle cap was completely sheared off from the implant body. The damage indicates that the cause was likely due to excessive loading on the implant. With all the available information, boston scientific concludes the reported event was confirmed. The returned spacer was analyzed and the spindle cap was found to be completely sheared off from the implant body. Per the instructions for use, the reported event is considered a known inherit risk of the device associated with use of lumbar spine implants and associated instruments.

Event description:
It was reported that a patient's implant had broken and had to be explanted. The patient's original pain had returned and an x ray was performed which showed that the implant was broken.

Manufacturer narrative:
H6 patient code 3191: no code available was used because there is not an equivalent FDA code for surgical intervention. The returned spacer was analyzed and the device was found to be damaged. The spindle cap was completely sheared off from the implant body. The damage to the spacer indicates failure due to excessive loading, possibly induced by falling or trauma. A product labeling review identified that the device was used per the directions for use (dfu) / product label. Additionally, loosening, fatigue, deformation, breakage or disassembly of the implant, which may require another operation to remove the implant and may require another method of treatment is noted within the dfu as a potential complication associated with the use of the device.

Event description:
It was reported that a patient's implant had broken and had to be explanted. The patient's original pain had returned and an x ray was performed which showed that the implant was broken.

Event description:
It was reported that a patient's implant had broken and had to be explanted. The patient's original pain had returned and an x ray was performed which showed that the implant was broken.